Event description:
The customer reported that his olympus endoeye hd ii telescope was displaying a purple image during reprocessing. This event had no patient involvement.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. The image was not purple. However, the image flickering with stripes due to a faulty cable unit. The cable unit was scratched. The outer tube was dented, the light guide fibers were broken, and the angle and adjustment ring were aged and discolored. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation and associated h6 coding. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, as the reported purple image could not be reproduced, root cause could not be determined. Olympus will continue to monitor field performance for this device.